Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had high impedance on system diagnostics. The pt could not feel magnet stimulation and felt normal stimulation from time to time. The pt's seizure level has not changed. X-rays of the device were taken and reviewed by the manufacturer which revealed no anomalies. Attempts for further info have been unsuccessful to date.